Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse proactively performed maintenance on the instrument and ran a system check, precision test and verification tests. All testing performed within published performance specifications. The fse did not note any hardware issues which would have contributed to this event. The access accutni+3 reagent was not returned to bec for further evaluation. In conclusion, the cause of the non-reproducible, elevated access accutni+3 result could not be determined with the information supplied by the customer.

Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The patient was redrawn thirty (30), sixty (60) and ninety (90) minutes later and all of the access accutni+3 results were within the normal reference range of the assay. The patient's original sample was reanalyzed on an alternate access 2 immunoassay system serial number (B)(4) and a result within the assay's normal reference range was obtained. The customer then reanalyzed the patient's original sample on the first access 2 immunoassay system ten (10) additional times and obtained access accutni+3 results within the normal reference range of the assay. The initial, elevated access accutni+3 result was released from the laboratory. There was no report of change to or impact to patient treatment in conjunction with this event. System performance indicators such as quality control (qc), calibrations and system check were performing within assay and instrument specifications at the time of the event. There were no hardware errors, system flags or issues with other samples/assays in conjunction with this event. The patient's sample was collected in a 13x100mm (millimeter) serum tube with a gel separator which was then centrifuged for ten (10) minutes at 3,600 rpm (revolutions per minute). There were no reports of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance at the request of the customer.